Manufacturer narrative:
The reported failure of the internal battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received information alleging a ventilator service required error code when executing significant event log test step failed on the trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that an error code, battery low state of health internal lithium ion was observed on the device's error log that was generated while performing the significant event log test step on the device. The service technician evaluated and determined that the internal battery had failed causing the error code and significant event log test steps to fail on this device. The failure of the significant event log test steps had caused other test cases to automatically fail on the device. The device was discarded. In conclusion, the device's internal battery needs replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the rubber feet and cord retainer were replaced due to these parts were missing from the device. This was unrelated to the reportable issue. The handle was replaced for physical damage unrelated to the reported issue.